Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical resection of pulmonary carcinoma, when they opened the two devices, they found the clip was closed. They used a new clip to complete the case. There was no patient injury.